Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom it was reported that the patient faced event of allergic reaction over 2-3 cannulas of the infusion set. Patient reported skin pink under tape, bleeding under cannula, redness rash, irritation raised lumps. Patient had to receive medical treatment which was steroid cream for redness that helped with redness to disappear. No further information available.

Manufacturer narrative:
Initial and final MDR 1885846 - device 1 of 3 (B)(6) patient country: united kingdom..